Event description:
Complainant alleges that they were unable to cardiovert a patient (age and gender unknown) using a multi-function cable and pad. The staff successfully cardioverted the patient using paddles. The stat padz were discarded, and biomed was unable to duplicate the alleged malfunction while using testing device. There was no indication from the complainant of any adverse effect on the patient.